Manufacturer narrative:
The device was evaluated by the returns department which found that the motor is broken.

Event description:
The provider states the unit will not fill tanks at all. Dealer is stating that unit will not fill tanks at all, doesn't function. During our function testing, we'll run the unit all day long trying to fill the tank, but at the end of the day, the tank is still completely empty. The green light stays on during the entire use, and no alarms will come on. Three different tanks to see if that was the issue, but it didn't change anything. We've also tried different perfecto conc's to make sure it's getting good o2, but nothing changes.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The provider states the unit will not fill tanks at all. Dealer is stating that unit will not fill tanks at all, doesn't function. During our function testing, we'll run the unit all day long trying to fill the tank, but at the end of the day, the tank is still completely empty. The green light stays on during the entire use, and no alarms will come on. Three different tanks to see if that was the issue, but it didn't change anything. We've also tried different perfecto conc's to make sure it's getting good o2, but nothing changes.